Event description:
It was reported that during a watchman procedure to treat non-valvular atrial fibrillation (nvaf), a versacross access solution kit was selected for use. The versacross radio frequency wire (0.035 230 cm) was inserted into the versacross sheath attempted to go transseptal puncture in inferior vena cava (ivc). The physician felt resistance so he stopped pulled out the wire and it was noticed that the wire was frayed. The physician confirmed the pigtail shape was fine (no kink/curve observed prior to inserting) and they did not experience anything different with the wire performance. No difficult anatomy noted during the case. The entire kit (sheath and wire) was removed from the body. A new versacross access solution was used and the procedure was completed with no patient complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.